Event description:
It was reported that during a rotational atherectomy procedure, the rotablator guide wire fractured. The rotation test at 175,000 rpm was performed to a rotalink 1.25 mm burr outside of the body. The rotation was performed at 165,000-170,000 rpm for 15 seconds 5 times. The rotation was decreased up to 5,000 rpm. A rotalink was changed to rotalink 1.5mm burr. The test and the ablation were performed with same condition of the 1.25mm burr, however, the rotation was decreased by 7,000 rpm. Because the ablation was finished, the rotalink burr was removed. At that time, the fracture of the wire wasn't noticed. This wire was intended to be changed for performing ivus. Therefore, a guide catheter was inserted into the lesion along this wire, and the wire was removed. Upon removal it was noted 4-5 cm of the distal wire remained in the patient. The wire segment was retrieved with a snare. Patient status listed as "good."